Event description:
It was reported that a cuff miss occurred during suture placement with a proglide device in a common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and during the aaa procedure the sheath was upsized, sheath size is unknown. A second, third and fourth proglide device were used with the same results. Two additional proglide devices were successfully placed using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of proglide devices have not been established in patients who are morbidly obese (body mass index greater than 40 kg/m2). Based on the information reviewed, there is no indication of a product deficiency. The other three proglide devices are being filed under separate medwatch MFR numbers.